Event description:
Device 1 of 3. Ref MFR report: 1627487-2012-11281. Ref MFR report: 1627487-2012-11282. It was reported, the pt had not charged the ipg for over 18 months. The care taker of the pt reported, the system was not providing relief prior to discontinuing the charging process. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.